Event description:
It was reported that a dependent patient experienced muscle stimulation. The right ventricular lead was capped and replaced. The patient remained stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead exhibited oversensing with inhibition of pacing.